Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw was not opening.

Event description:
It was reported that the jaw was not opening.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1700575 was manufactured on 05/02/2017 a total of 291 pieces. Lot was released on 05/06/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The bottom jaw was loose from the device and had bent jaw legs. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection could not be performed due to the condition of the returned sample. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. Additionally, the channel was dented inwards near the pivot holes. This prevented the bottom jaw from staying attached to the channel. The bent jaw indicates that the device was damaged during use which caused the clip stack to occur. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws not opening" was confirmed based upon the sample received. The sample was received with its bottom jaw loose from the device. The bottom jaw had bent jaw legs. Upon disassembly of the device, it was found that the clips were out of position in the channel and stacking on one another. Additionally, the channel was dented inwards near the pivot holes. This prevented the bottom jaw from staying attached to the channel. The bent jaw indicates that the device was damaged during use which caused the clip stack to occur. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.